Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detached.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, the basket wire broke and completely detached inside the patient on the third pass. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of basket wire detached. Block h10: investigation results the returned zero tip basket was analyzed, and a visual evaluation noted that device returned with the basket on its open position. Microscopic examination was performed, and it was noticed that the sheath was detached at the proximal section. Additionally, all of the basket wires were broken, three of them were not fully detached; however, the fourth one has a part fully detached. With all the available information, boston scientific concludes that the reported event of basket wire break was confirmed. Based on the investigation results this could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to detach the sheath and break the basket wires. The device meets all manufacturing specifications required and passed all the controls and inspections; no abnormalities were reported during the assembly process. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a zero tip basket device was used during a ureteroscopy procedure performed on (B)(6) 2024. During the procedure, the basket broke and completely detached on the third pass during ureteroscopy. The procedure was completed with a different device. There were no patient complications reported as a result of this event.